Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6)2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6) , ubd: 05-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that a pt fall caused paddle to shift. Pt came in for post op appointment where imaging had shown paddle moving off from original position. Pt told hcp she had a fall day after implant. Rep scanned bat tery and saw impedance and connections were all in normal range and operating correctly. Hcp revised paddle and moved it back into original position. Another scan and impedance check was ran showing all leads and battery were functioning properly. The device revision resolved the reported issue. The manufacturer representative (rep) indicated they would send any further information as they become aware.